Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostics indicated that the patient received the elective replacement. It is unknown if this occurred prematurely. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.